Event description:
This is a supplemental report to initial report# 3008789114-2015-00019 to submit additional investigation information from manufacturer of the suspect device. Information is attached in "file attachments" section of this report.

Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from (B)(4), this report was previously submitted to MDR test environment. This is a re-submission through (B)(4) production webtrader.

Event description:
This is a supplemental report# 2 to initial MDR report# 3008789114-2015-00019 to submit the manufacturer's device investigation information. See attached report in attached files section of this report. (B)(4).

Manufacturer narrative:
.

Event description:
(B)(4) received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 between 2:00-2:30pm. Patient's husband ((B)(6)) called in stating the patient ((B)(6)) tested her blood glucose with the prodigy meter and the meter displayed a reading of over 200mg/dl plus. Patient then tested again with the same meter and the meter displayed 117mg/dl. Husband suggested for her to go to the hospital. The reading according to phone conversation between prodigy and the reporter stated that the reading on the prodigy meter at the time of the event was 217. Patient did not display any symptoms. Prior to medical attention, patient had taken glipizide, metformin and atenolol (unknown how long prior to event). Patient also consumed a sandwich consisting of chicken, bun and a small amount of ketchup (total carbs 50). An additional glucose test was performed with the prodigy meter with a result of 117mg/dl. Patient's normal blood glucose level around the time of this event is between 90-105mg/dl. Patient's daughter drove patient to ER. Patient's glucose reading upon arrival at ER was 150mg/dl plus. Patient was administered plavix at ER to lower her glucose and was advised she should have been taking plavix since her strokes 3 months ago. Patient's glucose reading was not taken prior to discharge and her total stay in the ER was 3-31/2 hrs. .